Event description:
It was reported the implantable neurostimulator (ins) was found to be ¿defective¿ at the time of implant. When attempting to connect a lead to the ins, it was found the ¿lead didn¿t fit in one entry¿ of the ins. The operating physician tried to unscrew the connection¿s setscrew in order to enlarge the entry; however, this did not resolve the issue. The ins was not implanted as a result of the event. The ins was replaced at the time of the procedure and the issue was resolved. There were no patient symptoms reported involving the event. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator found the ¿#9 balseal was damaged.¿

Event description:
Additional information reported the "patient was receiving an effective therapy" at the time of follow-up.